Manufacturer narrative:
The cartridge was not returned for evaluation. Two photos were provided. The first photo is of the cartridge upside down on top of the lens carton. The tip appears damaged. Due to the quality of the photo, focus is not on the device, it cannot be determined if it is bent or broken. The second photo is of the lens being held by forceps wiry an ungloved hand. Viscoelastic is observed on the lens. One haptic is folded onto the optic. The second haptic is broken-distal tip. The haptic tip is observed adhered in viscoelastic on the optic surface. Complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The indicated lens model/diopter is qualified for use with the cartridge. It is unknown if a qualified handpiece and viscoelastic was used. The root cause for the reported cartridge damage could not be determined. The product was not returned for evaluation. A photo was provided of the cartridge. Due to the quality of the photo, focus is not on the device, it cannot be determined if it is tip is bent or broken. A root cause cannot be determined without examination of the physical device. Not enough information was provided from the reporter for further investigation. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. (B)(4).

Event description:
A healthcare professional reported that during implantation of the intraocular lens (iol), the cartridge nose broke in the main incision. The surgeon removed the cartridge. The haptic broke during removal. The procedure was completed with an alternate lens. The patient's condition is satisfactory.